Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that after two days of set change, blood glucose would be high. Customer's blood glucose was 500 mg/dl, which was treated with manual injection. Customer requested sample infusion sets and declined further troubleshooting.